Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of tibial component for asceptic loosening.

Manufacturer narrative:
An event regarding loosening involving a scorpio baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as dated x-rays, clinical and past medical history, follow up notes and examination of explanted components are needed for completion of the assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as dated x-rays, clinical and past medical history, follow up notes and examination of explanted components are needed to investigate this event further. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of tibial component for asceptic loosening.